Event description:
The customer reported fluid leak during startup when the backwash receptacle didn't descend to the probe tip and squirted backwards into the coulter lh 500 hematology analyzer instrument. . Some diluent dripped onto the lower front cover. Although most of the leak was contained within the instrument, approximately less than 3 mls dripped on the lower front cover. The fluids that may be associated with this incident are blood, controls and diluent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, field service engineer (fse), found the backwash air cylinder was broken, which prevented the probe wash from working properly and caused the leak. The cylinder was replaced to repair the instrument the root cause of this event was the broken backwash air cylinder.

Manufacturer narrative:
(B)(4).